Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. Unit paired successfully to commercial app. Inpen received 1/4 of travel. Performed dialing alignment inspection using alignment gage. No slipping of dose knob and dose knob clicked each dose successfully and no misalignment of the dial was noted. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Therefore, the customer complaint of dose dial being misaligned or slipping dose knob could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dialing alignment damage. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and customer reported dose knob/dial misalignment or slip issue. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer will discontinue to use the inpen. Customer response was the device will be returned.